Manufacturer narrative:
The customer provided two additional discrepant sample results which were included in section b5. No specific patient information was provided. The complaint investigation included a search for similar complaints, in-house retained kit testing and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports identified no trends for the complaint issue. Labelling was reviewed and found to adequately address the complaint issue. Device history record review did not identify any non-conformances or deviations for the complaint lot. In house testing of panels which mimic patient samples was completed using retained kits of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin lot was identified.

Event description:
On (B)(6) 2021 the customer provided two additional falsely elevated architect prolactin results: sample 3: architect 168.67, 158.94 and 163.63 ng/ml; retest at two alternate labs (chemiluminescence technique) 26.16 and 23 ng/ml sample 4: architect 200 and 237.91 ng/ml; retest at an alternate lab (chemiluminescence technique) 131.68 ng/ml no impact to patient management was reported.

Manufacturer narrative:
No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated architect prolactin results. Sample 1 generated results of 49 and 49.89 ng/ml on the architect and at an alternate lab (method unknown) 26.46 ng/ml. No impact to patient management was reported.